Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced pain and dyspareunia. The physician's office was contacted; according to the nurse, the patient had some stress urinary incontinence in (B)(6) 2010, and the physician has not seen her since. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.